Event description:
The patient's mother reported that her daughter's site was bleeding, red, bruise at the insertion site and an allergic reaction to the adhesive pad. The pod was worn between 4 and 24 hours on the abdomen. They went to see the diabetologist and was given cortisone cream to help treat the allergic reaction. The pod also gave a hazard alarm.

Manufacturer narrative:
The returned device was evaluated and no problems were noted with the returned adhesive pad. The exact cause of the skin condition irritation could not be determined. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bruising at the infusion site. The exact cause of the bruising could not be determined. A hazard alarm was generated during the pod's operation and the exact cause of the alarm could not be determined.